Event description:
Provider asked for 2 freeze rapid IV acting venting catheters. We put it down at the side of the endoscope so that provider can put liquid nitrogen to freeze the tissue. Upon usage, provider mentioned that there was no tip on it. We gave another one. We then found the tip was still in the packaging.